Event description:
This patient tripped and fell on the pocket site. The pocket ruptured and this system was explanted to prevent infection on (B)(6) 2013. Two days later, this device was replaced. This lead was retained by the hospital. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.